Manufacturer narrative:
The pump was not required to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box began on (B)(6) 2015. Due to continuous use of the pump, the black box data and histories for the event have been overwritten. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The original complaint could not be confirmed or duplicated. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with pump use. The reporter stated that on (B)(6) 2014, the patient's blood glucose (bg) was 469mg/dl with no ketones and symptoms of polyuria, moderate thirst, chest discomfort, and mild dyspnea. Reportedly, no treatment was provided above and beyond usual diabetes management and the patient remained on the pump. It was reported that the patient's healthcare provider had made pump adjustments to the basal and bolus settings. Troubleshooting determined that the basal and bolus totals matched the programmed settings, but that the basal and bolus settings had been incorrectly programmed. It was determined that there was no pump malfunction and that pump return was not required. This complaint is being reported for alleged hyperglycemia for which use error was a contributing factor and not a pump malfunction or pump misuse.